Manufacturer narrative:
Corrected section d3 and f14 due to exceeded text quantity.

Event description:
Used the nipro tubing this morning and set-up went great; however, there has been significant issues with disconnecting the blood lines from the patient's access. We have already had 2 patients where we have been unable to rinse back the blood due to not being able to disconnect the arterial tubing from the needle. Dialysis technicians were having issues with the amount of force needed to remove the line from the needle, resulting in blisters and small cuts to the fingers from trying to disconnect the tubing from the bloodlines and access. Issue mostly occurred with avf access versus cvc. Patients were not harmed, but delay for patients needing to use the restroom and delay to all patients leaving following their treatment, requiring the addition of staff to help get patients disconnected. No additional details were provided.